Event description:
It was reported that this pacemaker patient presented to the emergency room and the electrocardiogram (EKG) indicated the patient's heart rate was around 40 beats per minute (bpm). A remote device interrogation was performed, and the presenting electrogram (egm) showed normal pacing and the patient's heart rate was 70 to 80 bpm. Troubleshooting was performed and it was determined that the pacemaker system oversensed the noise on the right ventricular (rv) lead, which resulted in pacing inhibition. It was determined that the noise was due to electromagnetic interference (emi). Subsequently, a revision procedure was performed. The pacemaker was explanted and replaced, and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.